Manufacturer narrative:
The impella cp optical was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white female patient had impella cp optical pump inserted in the right femoral artery (rfa) without difficulty for acute myocardial infarction (ami) with shock. Upon advancing the repo device and advancing completely into the left ventricle (lv) the cannula kinked, the physician tried to remove the kink by pulling into the descending aorta, but the kink remained. The physician then had to use a snare that was inserted via right radial access. The pigtail snared and cannula was straightened out. Support resumed without issue.

Manufacturer narrative:
The pump and data logs was returned for evaluation. The data log review demonstrated a ventricular placement signal (ps) and a loss of motor current pulsatility, indicating that the pump was ventricularized shortly after insertion. The pump was evaluated confirming a cannula kink two centimeters from the inflow cage. The root cause of the cannula kink was the physician accidentally advancing the pump completely into the left ventricle upon advancing the repositioning sheath.